Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the transaction was not crossing over, so whatever the anesthesiologists were taking was not being monitored. A technical support specialist dialed in, checked the station logs and confirmed everything was working fine. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the transaction was not crossing over. The customer stated that the user was able to remove the medication from another station and there was no pro long delays. There were no adverse events or injuries reported based on this event.